Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "electrical test failure code #42" (monitor (68020) datasette not compatible with 6809 datasette). The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the front end board (part number: 0670-00-0668). The iabp was recalibrated to factory specifications. It functioned normally and was returned to the customer. (B)(4).